Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received in good physical condition and the cartridge was noted to be covered with dried body fluids. The instrument was examined and was found to be functional. A reloadable test cartridge was inserted and the instrument was cycled, fired and formed all staples properly and without incident. No conclusion could be reached as to why the reported instrument "misfired staples during the distal transection" during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
The device was used during a low anterior resection. The tx60b misfired staples during the distal transection. The staples did not form. It is not clear if excessive lateral pressure against the device was forcing the pin off. It was difficult to see as the resection was very low. A tl60 was introduced to staple the line. There was no consequence to the pt.